Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient was diagnosed with single vessel disease (svd) in left anterior descending artery (lad). Vascular access was obtained via the femoral artery. The 85% stenosed, 14x3.5mm, eccentric, de novo target lesion was located in the non-calcified lad. After a non bsc guide wire crossed the lesion, a non-compliance balloon catheter was advanced for pre-dilation at 12 atmospheres. Subsequently, a 3.50x16mm promus element ¿ drug-eluting stent was implanted to the lesion. Post-dilation was then performed with a quantum apex balloon catheter. Following fluoroscopy, a vessel dissection was noted at the distal portion of the stent. A 3.50x16mm promus element stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient¿s status was stable and responding well to medications.